Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h4/h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to mishandling by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation by the original equipment manufacturer (OEM). The subject device evaluation noted that the distal tip was broken. Remaining fiber noted to be measures 3.1 meters. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , the tip of the laser fiber broke off during a bilateral ureteroscopy with laser litho and stent exchange procedure (diagnostic and therapeutic). The fiber was immediately removed from use via doctor. The device was replaced. The intended procedure was completed using a similar device. No patient harm or injury as the result of the event. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The subject device was received at service business center. Device visual inspection noted the device was received in a sealed, post-market pouch . Device evaluation found the connector end is intact without any physical defects. The length of the fiber body/ shaft does not have any physical defects. The distal tip is missing and appears to have broken off cleanly at the cleave point. Device was shipped to the original equipment manufacturer (OEM) for further analysis and investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.